Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that while processing (B)(4), the part was checked and found that the bottom of the pouch was not sealed.

Manufacturer narrative:
Product code: kyz complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed that the packaging was not sealed on the bottom side of the pouch as reported. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to a manufacturing deficiency from the supplier. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.